Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage and/or user had an inaccurate reference.

Event description:
Customer wife calling wants to know what hi means. Customer was advised that of hi results could be a result that is more than 600mg/dl. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 80-100mg/dl fasting. Verified the strips expire 3/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:customer is concern with all the hi blood results that were taken on (B)(6) 2016 at 10:07pm & 10:04pm. Customer have been having a problem with his blood sugar being low in the morning and then high in the evening . Customer is on hospice. Customer medication changed yesterday. Customer is taking levemier and hemolog for his diabetes. Customer is feeling fine he is not showing any symptoms. Customer normal glucose range in the evening 300-400mg/dl. Check memory and the time and date are not set correctly.